Event description:
During endoscopic vein harvesting, the vein keeper pin was stuck. The user was unable to open and close the device. Another endoscopic vein harvesting device was used on the patient and the same problem occurred where the vein keeper pin was stuck and the user was unable to open and close the device. These two devices were from the same lot. The user has experience using this device. The procedure was completed with a device with a different lot number. There was no adverse affect to the patient. The remaining devices in the affected lot were exchanged by the manufacturer.